Event description:
On january 11, 2018, it was reported, by a trimed sales rep, that a peg-xtndr in his set were showing rust around the spring. The rep reported that this feedback was not associated with a clinical event, and there was no patient involvement. This is the sixth complaint of this kind for this type of part.